Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the esophagus on (B)(6) 2010. According to the complainant, during the procedure, the clip was positioned in the patient's esophagus. The clip was deployed however, the clip would not release from the catheter. There was no consequences for the patient, the tissue tear was insignificant and did not cause additional bleeding. The procedure was completed with an easyclip olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and the clip assembly was returned with the device. In addition, the yoke was still attached to the control wire. Functionally, the yoke was actuated and deployed per design. The most probable root cause has been determined to be operational context as evident by the yoke still being attached to the control wire and the clip assembly being separated. A root cause classification of operational context indicates that the complaint is associated with a product that meets the bsc design & manufacture specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the esophagus on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned in the patient's esophagus. The clip was deployed however, the clip would not release from the catheter. There was no consequences for the patient, the tissue tear was insignificant and did not cause additional bleeding. The procedure was completed with an easyclip olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Additional information received, which confirms that MFR report #3005099803-2010-01700 is related to MFR report # 3005099803-2010-01699. Both resolution clip devices were used in the same procedure.